Event description:
It was further reported that the shocks were appropriate as the patient was in atrial fibrillation (af). The patient was at the emergency room and received changes made to medication regimen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate high voltage therapy for atrial tachycardia/atrial fibrillation (at/af) with fast ventricular response that the implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf). It was also reported that the patient subsequently received inappropriate high voltage therapy and inappropriate anti-tachycardia pacing (atp) for at/af with fast ventricular response that was detected as ventricular tachycardia (vt). Lastly, it was noted that the patient experienced dizziness/near syncope. The ICD remains in use. No further patient complications have been reported as a result of this event.